Event description:
The patient had generator replacement surgery due to battery depletion. The explanting facility discarded the generator. Therefore, no analysis could be performed. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for generator replacement surgery due to the patient's seizures being worse. The physician stated that the device battery was low and delivering irregular stimulation based on clinical symptoms, even though it was not at end of service. No surgery has occurred to date. No further relevant information has been received to date.